Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up. Post-sensed t-wave oversensing was observed via stored egm. The patient received inappropriate hv therapy. Programming changes were made. When the patient later presented for an induction test, drop in r-wave amplitude was seen. Intermittent undersensing was noted with the new programming settings. The physician elected to cap and replaced the lead on (B)(6) 2016. Patient was well.